Event description:
The pt had a stimulator trial to treat her chronic left elbow pain. In addition to stimulating the left arm the stimulation negatively affected her legs, such that she was unable to walk. The pt reported that it was unclear if the complication was due to improper placement of the sys, or due to complications with the pt's underlying medical condition.